Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-13221. The pt had two leads with different model and lot numbers, reporting on both leads. It was reported the pt had gone to the hospital emergency room due to a high fever and redness and swelling at her lead incision site. No further info is available at this time.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2016-13221. Further investigation revealed the patient's scs system was explanted in 2013 due to an infection. Additionally, it was identified that the patient was re-implanted with a new scs system in 2014.